Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Reportedly, the customer overfilled the cartridge and was not performing the air removal step. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support to resolve the issue.